Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump¿s display lens was damaged; the lens was cracked and scratched, making it illegible. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display damage remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.